Manufacturer narrative:
The device was returned to zoll medical canada service department and the customer's report was observed and attributed to a faulty pace/defib engine. The pace/defib engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 115" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.